Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the false upstream occlusion alarms, which were reproduced while attempting to run a loaded set. Eval found this was caused by a failed upstream sensor. The upstream sensor was replaced.